Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the temporary pump stop was not determined due to no product returned, no data logs recovered, and insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B1 selection was added as it was omitted from the initial report that was submitted. D4 UDI number was added. E1 initial reporter postal code was reported correctly on the initial report that was submitted. The first supplemental report that was submitted reported this information incorrectly in the zip code field. G2 added selection as it was omitted from the initial report that was submitted. H11 the pump was discarded in the operating room during a short period when the company representative was not present.

Manufacturer narrative:
Section e initial reporter information was added since it was omitted from the initial.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed to support a patient. To date minimal details are furnished regarding the patient, as the age, gender, access site, indication for use, and the medical history are unknown. After approximately 3 weeks of support there was a rise in the pump motor current and the pump stopped. The pump was able to re-start after multiple re-starts. The temporary pump stop and loss of support will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption, however the re-start of the pump was performed with no consequence to the patient and support.